Event description:
Complainant alleged that while attempting to defibrillate a pt. Via defib electrode pads, the device displayed a "check pads" message. Complainant indicated that the electrode pads were removed and replaced, and the pt was further treated with this device. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that the electrodes were discarded and are not available for evaluation.